Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with abdominal pain and driveline infection on (B)(6) 2021 after 3 days of pain. Further management was required after it was found patient's vital signs were temperature: 36.9 celsius, blood pressure 78 doppler opening pressure (do)p, heart rate 47 beats/min, rr 20 breaths/minute, and white blood cell count 6.5k/ul. Blood and wound cultures were drawn on (B)(6) 2021 and results did not show growth. The patient started on vancomycin and 1000 mg intravenously twice a day. Doxycycline was recommended 100 mg oral bif and oral keflex (cephalexin) 1 gm every 8 hours at sidcharge for one month follow-up with infectious disease. The patient was discharged on (B)(6) 2021.